Manufacturer narrative:
As pump flow rate has resolved and pump remains implanted in the patient, the complaint is considered closed. The device history record for s/n (B)(6) was reviewed. There were no nonconformances pertaining to the serial number of this pump. The device met all functional and performance specifications prior to release. The device cannot be further evaluated at this time as it remains implanted. Therefore, the investigation cannot conclude a root cause at this time. If additional information is received at a later date, a supplemental report will be filed.

Event description:
A report was received from a health care professional that the flow rate of the intera 3000 hepatic artery infusion pump s/n (B)(6) has slowed down. The flow rated was reported as 1.3ml/day on (B)(6) 2024, 0.8 ml/day on (B)(6) 2024, and 0.6 ml/day on (B)(6) 24. The intraarterial manufacturing flow rate is 1.2 ml/day. The physician reported that the patient had a CT with contrast when the patient complained of pain at the pump site and it was noted that the catheter "was in good position". Per the physician on (B)(6) 2024, the patient's flow rate was up to 1.0 ml/day after applying a few days of heat, suggesting the pump is flowing accurately again. The pump remains implanted in the patient.

Manufacturer narrative:
As pump flow rate has resolved and pump remains implanted in the patient, the complaint is considered closed. The device history record for s/n (B)(6) was reviewed. There were no nonconformances pertaining to the serial number of this pump. The device met all functional and performance specifications prior to release. The device cannot be further evaluated at this time as it remains implanted. Therefore, the investigation cannot conclude a root cause at this time. Supplement is to add patient information (as made available) from the healthcare provider. If additional information is received at a later date, a supplemental report will be filed.

Event description:
A report was received from a health care professional that the flow rate of the intera 3000 hepatic artery infusion pump s/n (B)(6) has slowed down. The flow rated was reported as 1.3ml/day on (B)(6) 2024, 0.8 ml/day on (B)(6) 2024, and 0.6 ml/day on (B)(6) 2024. The intraarterial manufacturing flow rate is 1.2 ml/day. The physician reported that the patient had a CT with contrast when the patient complained of pain at the pump site and it was noted that the catheter "was in good position". Per the physician on (B)(6) 2024, the patient's flow rate was up to 1.0 ml/day after applying a few days of heat, suggesting the pump is flowing accurately again. The pump remains implanted in the patient.